Event description:
The pt did pci on (B)(6) 2014. The balloon was burst during post-dilation at 18 atm. The lesion was at lad. The surgeon tried to withdraw the device with gc together. But it was stuck at radial artery. The surgeon had to use surgical procedure to remove the device. Now the pt is still hospitalized for observation.